Manufacturer narrative:
Investigation summary: a complaint of foreign matter was received from the customer. A sample and photo were provided to aid in the investigation of this defect. The customer complaint was confirmed during inspection of the provided photo. When the sample was being inspected, the foreign matter could not be found. A device history record review was completed by our quality engineer team for provided lot number 9122982. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Due to the foreign matter seen in the photo, but not being able to be analyzed on the sample, a root cause could not be found.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system had hair-like foreign matter on the needle. The following information was provided by the initial reporter, translated from chinese to english: "customer found there was hair similar foreign matter on the needle after removed the needle shield, customer didn't use this needle".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system had hair-like foreign matter on the needle. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer found there was hair similar foreign matter on the needle after removed the needle shield, customer didn't use this needle"